Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, different issues were identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent temperature alarms. Reportedly, the pump was not exposed to extreme temperatures at the time of the alarms. The customer's blood glucose level was 208 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.